Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7327726, medical device expiration date: 05/31/2018, device manufacture date: 11/23/2017. Medical device lot #: 7244911, medical device expiration date: 02/28/2018, device manufacture date: 09/01/2017. (B)(6). Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and overfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had "overfill".